Event description:
New information received stated that the patient received an inductive transmitter and was able to successfully set up the device. The clinic received the transmission and would continue to monitor the patient until the next scheduled visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited radio frequency telemetry issue and was unable to connect to the transmitter. It was recommended that the patient be brought in for troubleshooting. No changes to the device were reported at this time. There were no adverse consequences to the patient.